Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings could not be confirmed as the vessel locator wings successfully deployed after the device was reassembled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty deploying the vessel locator wings could not be determined as returned the vessel locator wings successfully deployed after the device was reassembled. Factors that contribute to difficulty deploying the vessel locator include, but not limited to, manufacturing, the plunger to deploy and lock vessel locator wings not pushed hard enough, the vessel locator not placed against the surface of vessel; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after a right leg angioplasty interventional procedure. Reportedly, when depressing the plunger, it would not push all the way into the window. The safety release was used to ensure the wings were closed before retracting the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.